Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer via a manufacture representative (rep) regarding a patient with an implantable neurostimulator (ins) for the treatment of parkinson¿s dual and movement disorders. It was reported the patient had a fall a couple of days prior in the shower where they hit their head. The emts came to help get the patient out of the tub and took the patient to the hospital. The patient was reporting vertigo, big toe cramping, and having a bad dream. The rep stated the patient's wife tried one patient programmer but it would not work. The second programmer stated the ins was on and ok and settings were 3.7 v. It was reported the rep tried to do a lead connection check (lcc) with the patient over the phone. The patient reported an "ins out of box" screen. The rep indicated the patient was seen this week by the health care professional (hcp) and the ins was interrogated with the tablet. The caller could not troubleshoot due to lack of access to the product. There were no claims or reports of return of symptoms. No further complications were reported or anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the hcp via the rep stating the cause of the "ins out of box" screen was not determined. It was reported the patient's wife thought the cause of the patient programmer not working may have been the batteries but they could not test them at the time of the report. It was advised that if the battery issue did not resolve, they should call patient services for repair/replacement. It was reported tech services walked through taking the batteries out and then trying to communicate with the programmer again. The patient sated the device showed on/ok and the programmed settings. It was reported the patient was following up with the deep brain stimulation (dbs) clinic first thing on (B)(6) 2018 as advised.